Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two smooth round high profile 310cc saline breast implants experienced cognitive dysfunction, skin eruption, chronic fatigue, body pain, irregular heart rate, inflammation, gastrointestinal problems, ecchymosis, migraine, shortness of breath, fibromyalgia, joint pain, muscular pain, mouth and eye dryness, cold hands and feet post procedure. The mentioned symptoms were not confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis. See 1645337-2019-16935 for contralateral prosthesis report.